Event description:
The patient, who was on a puritan bennett ventilator was noted to be coughing, which reportedly caused the alarms to sound. Eventually it sounded like the ventilator changed modes, cut off and cut back on. The ventilator displayed a code which read "est soon." The staff took patient off ventilator, was bagged, and the ventilator was exchanged for a new one.